Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that stable angina occurred. In (B)(6) 2014, the patient presented unstable angina with objective evidence of ischemia. Subsequently, coronary angiography and index procedure were preformed. The target lesion was located in the proximal left anterior descending (lad) extending into mid lad with 90% stenosis and was 8mm long, with a reference vessel diameter of 3.00mm. The lesion was treated with pre dilatation and placement of a 3.00x12mm study stent with residual stenosis of 0%. Four days post procedure, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2016, site has reported an event of stable angina. No corrective action has been taken to treat the event. At the time of reporting, outcome of the event was considered to recovering/resolving.